Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and appendicectomy in a female patient who had essure (batch no. Do8057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy, abnormal withdrawal bleeding, menorrhagia, depressive disorder, thyroid disorder, dysfunctional uterine bleeding, female infertility, fibromyositis, cervicovaginitis, low grade squamous intraepithelial lesion on (B)(6) 2008, abdominal cramps, weight loss and weight gain. Concurrent conditions included fibroids, menstruation frequent, perineal pain, sexual transmission of infection, bloated feeling, human papilloma virus infection, bacterial vaginosis and vaginal discharge. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, appendicectomy and endometriosis outcome was unknown. The reporter considered appendicectomy, endometriosis, genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 27-dec-2018: plaintiff fact sheet and medical records received, new reporter, patient demographic information, essure start stop date, lot number indication and event pain and bleeding were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain'), genital haemorrhage ('bleeding') and appendicectomy ('appendectomy') in a 40-year-old female patient who had essure (batch no. D08057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy, abnormal withdrawal bleeding, thyroid disorder, cervicovaginitis, abdominal cramps, weight loss, weight gain, contraception, benign polyp of uterus, dysfunctional uterine bleeding, female infertility, fibromyositis, low grade squamous intraepithelial lesion, obesity, hypothyroidism, backache, throat pain, chest pain, gestational diabetes, diarrhea, uterine bleeding, irritable bowel, paratubal cyst and uterine enlargement. Concurrent conditions included heartburn since (B)(6) 2016, gastrooesophageal reflux disease since (B)(6) 2016, esophagitis since (B)(6) 2016, depressive disorder since (B)(6) 2016, dysfunctional uterine bleeding since (B)(6) 2016, female infertility since (B)(6) 2016, fibromyositis since (B)(6) 2016, low grade squamous intraepithelial lesion since (B)(6) 2016, unspecified disorder of parathyroid gland since (B)(6) 2016, hashimoto's thyroiditis since (B)(6) 2016, fibroids, menstruation frequent, perineal pain, sexual transmission of infection, bloated feeling, human papilloma virus infection, bacterial vaginosis and vomiting. Concomitant products included ethinylestradiol;levonorgestrel (camrese) from (B)(6) 2014 to (B)(6) 2016 for birth control and menorrhagia, celecoxib (celexa) since (B)(6) 2014 for depression and anxiety, omeprazole since (B)(6) 2016 for gerd, thyroid (armour thyroid) since (B)(6) 2014 for hypothyroidism as well as calcium carbonate;magnesium carbonate (tums), citalopram, ibuprofen from (B)(6) 2017 to (B)(6) 2017, levothyroxine, omeprazole magnesium (prilosec) and orlistat. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and on (B)(6) 2017 underwent ablation and d&c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, appendicectomy, menorrhagia, endometriosis, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine, depression, anxiety and vaginal discharge outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, appendicectomy, depression, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: right- 2 left- 1. Previously reported insertion date (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety, depression, menorrhagia,migraine, headache, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: events:¿ abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, migraines / headaches, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, vaginal discharge, lower abdominal pain, reporter information, patient history, concomitant drugs, lot number added. Outcome of event "lower abdominal pain" updated to "recovered / resolved".upon receiving follow-up confirmation through email, it has been confirmed that (B)(4) this case is duplicate of case (B)(4), hence all the information and references from case no (B)(4) has been transferred to case no (B)(4). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and appendicectomy ("appendectomy") in an adult female patient who had essure (batch no. D08057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy, abnormal withdrawal bleeding, menorrhagia, depressive disorder, thyroid disorder, dysfunctional uterine bleeding, female infertility, fibromyositis, cervicovaginitis, low grade squamous intraepithelial lesion on (B)(6) 2008, abdominal cramps, weight loss and weight gain. Concurrent conditions included fibroids, menstruation frequent, perineal pain, sexual transmission of infection, bloated feeling, human papilloma virus infection, bacterial vaginosis and vaginal discharge. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, appendicectomy and endometriosis outcome was unknown. The reporter considered appendicectomy, endometriosis, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain/chronic pain'), genital haemorrhage ('bleeding') and appendicectomy ('appendectomy') in a 40-year-old female patient who had essure (batch no. D08057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy, abnormal withdrawal bleeding, thyroid disorder, cervicovaginitis, abdominal cramps, weight loss, weight gain, contraception, benign polyp of uterus, dysfunctional uterine bleeding, female infertility, fibromyositis, low grade squamous intraepithelial lesion, obesity, hypothyroidism, backache, throat pain, chest pain, gestational diabetes, diarrhea, uterine bleeding, irritable bowel, paratubal cyst and uterine enlargement. Concurrent conditions included heartburn since (B)(6) 2016, gastrooesophageal reflux disease since (B)(6) 2016, esophagitis since (B)(6) 2016, depressive disorder since (B)(6) 2016, dysfunctional uterine bleeding since (B)(6) 2016, female infertility since (B)(6) 2016, fibromyositis since (B)(6) 2016, low grade squamous intraepithelial lesion since (B)(6) 2016, unspecified disorder of parathyroid gland since (B)(6) 2016, hashimoto's thyroiditis since (B)(6) 2016, fibroids, menstruation frequent, perineal pain, sexual transmission of infection, bloated feeling, human papilloma virus infection, bacterial vaginosis and vomiting. Concomitant products included ethinylestradiol;levonorgestrel (camrese) from (B)(6) 2014 to (B)(6) 2016 for birth control and menorrhagia, celecoxib (celexa) since (B)(6) 2014 for depression and anxiety, omeprazole since (B)(6) 2016 for gerd, thyroid (armour thyroid) since (B)(6) 2014 for hypothyroidism as well as calcium carbonate;magnesium carbonate (tums), citalopram, ibuprofen from (B)(6) 2017 to (B)(6) 2017, levothyroxine, omeprazole magnesium (prilosec) and orlistat. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), abdominal pain lower ("lower abdominal pain") and malaise ("sickness"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and on (B)(6) 2017 underwent ablation and d&c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, appendicectomy, menorrhagia, endometriosis, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine, depression, anxiety, vaginal discharge and malaise outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, appendicectomy, depression, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, malaise, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: right- 2 left- 1 discrepancy noted insertion date: (B)(6) 2016, (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety, depression, menorrhagia,migraine, headache, fatigue. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. New event sickness and reporter information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.